Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "foreign matter was found inside the tube."

Manufacturer narrative:
Investigation summary: 1 sample and 3 photos were returned by the customer in support of this complaint. A visual examination of photos was performed and the customer's indicated failure mode of foreign matter was observed on the inside of the tube. There is a loose piece of hemogard closure material in the gel. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. There has been increased awareness for cleanliness and reduction of foreign matter in the plant and, several projects are in place that will help reduce the potential of introducing foreign matter into tubes. Based on an evaluation of frequency it was determined that no corrective action is required at this time. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.